Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 18mmol/l, with blurred vision, polyuria, and polydipsia, associated with an alleged history settings issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s basal rate was zero units the month prior. While on the phone with customer technical support, the basal menu was reviewed and the basal rate had been set to zero units at that time. The patient stated, they would ¿input the correct rate and the issue was resolved¿. The also stated they made changes to their settings on their own without consulting their healthcare provider. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.